Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event is confirmed as a picture was provided. Visual examination of the provided pictures identified the needle fractured. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed as the product was returned. Visual examination of the returned product identified that the device had been cycled twice and no suture was returned. The needle is fractured. Fracture analysis has been previously analyzed in an internal technical report, where bending overload was identified as the mode of failure. Root cause remains unchanged; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in taiwan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal surgery, the needle fractured and was unable to secure the anchor. The surgery was completed with another device. No fractured pieces remain in the patient, and no additional consequences were reported to result from this malfunction. Attempts have been made, and no further information has been provided.